Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Logfiles received. Screenshots shows alarm 240 and 241 related to temperature of blower too high occurred four times then the alarm was reset and another alarm 241 occurred on the same date then alarm 316 related to blower failure active on the device.

Event description:
The customer reported alarm 241 (temperature of blower too high) and alarm 316 (blower failure) while using the bellavista 1000. At this time, patient involvement is unknown.